Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400's (mg/dl) with moderate ketones and it was addressed with a manual injection. Reportedly, the customer had a cold. During troubleshooting with tandem's technical support, it was noted that there was an air gap in the patient line. The customer changed the cartridge. A follow with the customer's mother indicated that the bg level decreased to 221 mg/dl.